Event description:
It was reported that, "pt had a #6 rejuvenate monolithic stem implanted with a +5 -36mm v40 head and 54mm e series tritanium shell. Femoral stem subsided and pt complained of leg length discrepancy no dislocation occurred prior to revision. Surgeon revised to a 40mm liner and +12 -40mm head to get back length. Upon retrieval some yellowing of liner was observed. Head and liner retrieved from primary surgery are being sent for analysis. Stem and shell remained in pt."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. This is the same pt/event as MFR #2249697-2010-01640.